Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. A patient reported that they experienced "breast implant illness," "transverse myelitis...lesion down my spine, inflammation in my body," "chronic fatigue and headaches, persistent joint and muscle pain, unexplained respiratory difficulties, hair loss and frequent skin rashes, chronically dry mouth and eyes, poor memory and concentration, depression, anxiety, and insomnia" all deemed not device related. Device status is unknown.